Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported that the needles bend easily when drawing insulin, and while doing the injection. Also stated that sometimes the needles break in the vial and one needle broke off in her stomach during injection. Consumer was able to remove the needle with her fingers, no medical attention, no injury. Consumer does not re-use. Lot #: 0097219. Catalog #: 324912. Date of event: unknown.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0097219. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint.

Event description:
It was reported that 2 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported that the needles bend easily when drawing insulin and while doing the injection. Also stated that sometimes the needles break in the vial and one needle broke off in her stomach during injection. Consumer was able to remove the needle with her fingers, no medical attention, no injury. Consumer does not re-use. Lot #: 0097219. Catalog #: 324912. Date of event: unknown.